Event description:
It was reported that during a lap sigmoidectomy, an error 5 occurred during use. The blade was broken off outside the patient when the device was checked. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested with both generators; gen04 and gen11. An error code 5 was displayed on geno4 and an alert screen was displayed on gen11. A probable cause of the device not activating and displaying an error code 5 or an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade.once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 , alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ or blade lockout later in the procedure. The generator system gen04, will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.